Event description:
Customer reported, that he received a meter reading of 168 mg/dl on his freestyle freedom meter and took insulin based on the results. He reports after taking the insulin he "felt ill, began sweating, moaning, and lost consciousness". Paramedics were called and upon arrival, tested his blood sugar and got a reading of 31 mg/dl on their meter. He was treated at his home with an IV (solution unknown), two glucose tablets and a peanut butter and jelly sandwich. He was not transported to a hospital and there was no diagnosis reported. The customer also reported an adc meter reading of 168 mg/dl as compared to a lab comparison reading of 101 mg/dl, however, there is no further information regarding the lab result and where it was obtained. When plotted on the parkes error grid, the readings fell within the "b" zone showing the difference in values are not clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.